Manufacturer narrative:
Conclusion: representative samples were returned for evaluation. Visual inspection was performed and the samples were intact and undamaged. A sample was opened and dispensed without incidence. No damage, defects, or anomalies were observed.

Manufacturer narrative:
Conclusion: representative unopened peelable foil packets were returned for evaluation. Upon visual evaluation, there was no damage or discoloration that would indicate an issue with the foil packets.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. Post procedure, the patient developed an infection. The surgeon opined that the suture seemed to be causing the infection and not absorbing as expected. Additional information has been requested.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.